Event description:
During use of a endowrist one vessel sealer, the davinci system alarmed indicating that the blade on the vessel sealer would not retract. This was replaced with a "like" device which functioned for the completion of the procedure without problems.